Event description:
At the first fitting session for this user, it was noticed that the ground path impedance was low and no autoart responses. A CT scan performed showed that the electrode array had fully migrated out of cochlea. A revision surgery was performed on (B)(6) 2022.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, the device was not providing benefit to the recipient due to a post-operative migration of the electrode out of cochlea as confirmed by diagnostic images. A re-insertion surgery took place, during which the electrode lead was accidentally cut. Therefore the back-up device was implanted. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
At the first fitting session for this user, it was noticed that the ground path impedance was low and there were no autoart responses. A revision surgery was performed on (B)(6)2022.